Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead was noted to be fractured. The patient presented to the hospital for a lead revision. After removing the lead with a laser extractor, a pericardial effusion was noted and a pericardiocentesis was successfully performed. The lead was successfully removed and replaced.